Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd luer-lok¿ syringe with bd safetyglide¿ safety needle leaked past the stopper. "Attached blunt needle to syringe. Withdrew vaccine. While pushing air out of the syringe, the vaccine came out the top of the barrel of the syringe into the nurses hand. Past the rubber plunger and out the end. Rubber plunger appears crooked."found during use. No reports of serious injury or medical intervention noted.

Manufacturer narrative:
A single 3ml syringe with safetyglide needle was received and confirmed to be from batch #6024889 (p/n 305904). The sample was used and contaminated with reported medicine residue. It was visually evaluated. The stopper appeared to be deformed and improperly seated on the plunger rod. Drug residue was found behind the first and second ribs of the stopper, likely as a result of the stopper defects observed. DHR review for batch 6024889 (p/n 305904): manufacturing date: 02/10/2016 to 02/14/2016. Batch quantity was 216,000. Assembly records were reviewed as part of this DHR review. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 6024889 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Machine log review indicates distorted stopper condition occurred just prior to the start of this batch (end of previous batch). The issue was addressed, however it was followed with several barrel alignment and vision system issues that occurred during the manufacture of the complaint batch. Records indicate technician intervention and machine adjustments were performed each time. Barrel out of alignment with silicone gun and/or stopper/plunger during assembly. If slight misalignment occurs it may result in distorted stopper condition such as the one observed in the complaint sample. Based on the sample evaluation: confirmed: bd canaan was able to confirm the customer's indicated failure. CAPA not required based on severity and occurrence level defined for this complaint.